Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e218 was conducted. There were no non-conformances. The lot met release requirements. Trends were reviewed for complaint category, tubing leak and no trend was detected for this category. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. (B)(4).

Event description:
Customer reported a leak at the return pump segment was observed at 242 ml of whole blood processed (wbpv). Customer aborted the treatment without returning the volume to the patient. Patient was in stable condition. Responsible physician decided to provide 250ml saline infusion to the patient and to start a new treatment with a new kit. Customer stated that a leak at the return pump segment was found after kit was released. Kit will not be returned for investigation as the kit has already been discarded.